Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump was reading more insulin than was actually in the cartridge. This complaint is being reported because an inaccurate remaining insulin reading could cause the cartridge to empty without proper alarms, resulting in under delivery. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 27-jan-2020 with the following findings: the complaint regarding insulin remaining units being off by more than 20 units could not be duplicated during investigation. Insulin remaining was tested with no discrepancies found. The pump was primed until insulin remaining on the home screen reached 100 units. The cartridge was removed and confirmed the plunger o-ring was at the 100 unit mark. The pump was exercised for 12 hours with no issues occurring. The investigation determined that the pump was functioning within the required specifications and was without malfunction. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.